Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse reaction ("essure almost killed me") and impaired healing ("lapro incision that wouldn't heal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, adverse reaction and impaired healing outcome was unknown. The reporter considered adverse reaction, impaired healing and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: adverse event and impaired healing quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event 'hysterectomy' added as medical device removal. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.